Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that post paced t wave oversensing was noted on the pacemaker. Programming change was discussed. There was no patient consequences.

Event description:
New information received notes that programming change was made. Patient¿s condition was stable before, during and after the event.